Manufacturer narrative:
Cmp-(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is still implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Multiple MDR reports were filed for this event, please see associated reports: 1825034-2016-03656/ 0001825034-2017-02414/ 0001825034-2017-02416/ 0001825034-2017-02417/ 0001825034-2017-02418/0001825034-2017-02420/0001825034-2017-02421/0001825034-2017-02422/0001825034-2017-02423.

Event description:
It was reported that the patient underwent a right shoulder arthroplasty. Subsequently, approximately twenty-one months post-operatively, the patient reportedly experienced onset of new pain and difficulty with overhead activity/movement. Furthermore, at two year post-operative follow-up, it was reported that the patient had continued pain, acromioclavicular joint tenderness, and a "twinge" sensation after long periods of holding their arms up. No revision has been indicated to date, as the issue is being monitored and outcome is pending.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product - comprehensive primary stem 11 mm mini, catalog#: 113631, lot#: 503990; versa-dial/comprehensive ti standard taper, catalog#: 118001, lot#: 115820; md hybrid glenoid base 4 mm, catalog#: 113954, lot#: 696930; pt hybrid glenoid post regenerex, catalog#: pt-113950, lot#: 052420. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right shoulder arthroplasty. Subsequently, approximately twenty-one months post-operatively, the patient reportedly experienced onset of new pain and difficulty with overhead activity/movement. Furthermore, at two year post-operative follow-up, it was reported that the patient had continued pain, acromioclavicular joint tenderness, anterior apprehension, and a "twinge" sensation after long periods of holding their arms up. No revision has been indicated to date, as the issue is being monitored and outcome is pending.